Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Evidence of brief emi/noise observed on stored electrocardiogram episode #17. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient had noise recording as an episode on their device that was considered alternating circuit (ac) noise. The patient is being monitored and cautioned about electrical instruments in their environment that may cause the interference. The device remains in use. No patient complications have been reported as a result of this event.